Event description:
It was reported that a chronic hemodialysis patient became unresponsive with moaning within 5 minutes of treatment initiation. After review of patient medical records, it was learned the unresponsive episode occurred prior to treatment initiation. Further, there was no loss of pulse or respirations. She regained consciousness and began vomiting. The patient was transported to the emergency room and admitted to the hosp on (B)(6) 2014 and discharged home on (B)(6) 2014 in stable condition. Diagnosis:syncope, nausea, vomiting, hypokalemia, chronic anemia of chronic renal failure, and chronic systolic congestive heart failure.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has reviewed medical records and the clinical investigation reveals the following: the patient with esrd, experienced a syncopal episode prior to treatment initiation. She was admitted to the hosp on (B)(6) 2014 and discharged on (B)(6) 2014 to home. There is no info contained in the medical record for a reasonable suspected causal relationship between the device and the event. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
Follow up was conducted with the clinic manager on (B)(6) 2015. According to her report, the pt regained kidney function, was doing well, and no longer required hemodialysis. Additionally, she stated the machine was evaluated after the event and no malfunction was found. The machine was returned to service after the event without further issue.